Event description:
It was reported that the lead wire slides on top of the unit and the patient had noticed it more in the last few weeks prior to the date of this report or when she bent over or when she woke up. It was noted that the patient would have to slide it back. It was noted that the patient had had a mastectomy on the right side where the implant was located. Implant site was sore. Patient¿s status was unknown. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 3389s-40, lot# v937755v01, implanted: 2014 (B)(6); product type lead product ID 3389s-40, lot# va0hs6n, implanted: 2014 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v937755v01, implanted: (B)(6) 2014, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension.

Event description:
Additional information received reported patient had appointments on (B)(6) 2014.